Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-03 (B)(4): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they were dusting in the living room and started feeling electrical shocks. The patient stated they did not change any settings. The agent asked if they had any falls and the calle r stated no falls but they had had back surgery on (B)(6). The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2025-01-03 a call was received from a patient representative in regard to the same issue previously reported. The caller wanted assistances on adjusting the stimulation down to see if that helped with the shocks the patient had been getting. The agent walked the caller through the steps on how to connect and to adjust. They redirected the caller to the hcp. The caller stated that the patient had not seen the hcp since surgery. The agent sent the caller an email with physician listings.